Event description:
A head and neck pt was prescribed a course of radiotherapy treatment that was 3 different dose/fractionation schedules. An upper head and neck volume = 65gy in 30 fractions, lower right neck volume = 60gy in 30 fractions and lower left neck volume = 50gy in 25 fractions. The doses were to be delivered concurrently. A single isocentre treatment plan was created and sent to the record and verify system for delivery. In the record and verify system several treatment field groups were created for speed of treatment delivery. The two groups in question were concerning the lower volumes. The lower volumes were being treated with parallel pair beam arrangement, with both posterior beams in one group and the anterior beams in another. The first beam in each group was for the right neck volume (30 fractions). The day of the incident was the pt's 26th fraction of treatment. Both of the groups were downloaded to the linear accelerator without any error and delivered (one after another). The treatment radiographers realized that the left side shouldn't have been treated when they were recording...